Event description:
It was reported the patient was oversedated and on (B)(6) 2014. The patient had what was supposed to be an outpatient back surgery, but following the surgery the patient was in recovery when her respiratory rate dropped to 6 beats per minute (bpm). It was noted the patient became unarousable and they were placed on a biphasic positive airway pressure (bipap) machine. The patient was still currently in the hospital. It was also reported the physicians thought they turned off the pump, but the patient stated they were possibly still receiving a low dose of dilaudid. It was reported the patient was refilled two weeks ago. It was unknown whether or not the device was truly off. The reporter did not have a programming printout, but wanted the pump turned off as the patient¿s ¿abcs were getting worse¿ and the patient may need to be intubated. The pump was being used to deliver dilaudid. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).